Manufacturer narrative:
This event is a duplicate of (B)(4). This event has been reported under MFR report for report #(0002249697-2013-01984).

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog number and lot code of other device listed in this report. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience. Cat #: unk, lot #: unk, description: patella. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience.

Event description:
The arthroplasty was revised due to stiffness and pain. The components were implanted in situ for ~2.0 y. The tibial insert and patellar components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 4.

Event description:
The arthroplasty was revised due to stiffness and pain. The components were implanted in situ for approx 2.0 y. The tibial insert and patellar components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 4.